Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular lead. The threshold increased and was high and unstable; there was intermittent capture as well. It was also reported the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.